Manufacturer narrative:
Update section d9. The valve was returned crimped and stuck within the sheath hub, along with a delivery system. The returned device was visually inspected for any abnormalities and the following was observed: crimped valve was stuck within sheath hub; three (3) struts slightly bent at the outflow side; frame was distorted; one (1) strut slightly bent at the inflow side; all struts exposed through skirt, normal after crimping and use; scratches along sheath strain relief; minor flex tip gouges. No functional and dimensional testing were able to be performed due to device return condition (frame distorted). No imagery was provided for review. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: commander delivery system with s3u, device preparation training manual, and procedural training manual. A review of the IFU and training manual revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, ''while advancing the commander delivery system with crimped valve through the esheath, the valve got stuck at the beginning of the partially expandable part'' and ''while inspecting the removed devices, kinks, scratches, and a tear at the partially expandable part was seen on the esheath''. Per visual inspection, scratches were found on the sheath strain relief indicating calcified access vessel. The presence of calcification can create a challenging pathway during delivery system advancement, and lead to resistance. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. It is possible resistance was encounter during delivery system advancement. So, if addition force was applied to overcome the resistance indicated by the flex tip gouges, the valve struts interacted with the sheath and resulted in the bent strut observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action (CAPA) has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6) , during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the operators were unable to advance the delivery system and valve through the sheath. The sheath was kinked, scratched, punctured, and a perforation in the expandable part was noted after removal. The valve frame appeared to be damaged. New system and valve were used successfully. There was no patient injury. The patient is stable post procedure.